Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Pediatric patient uses adult device against user guide recommendations. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised the patient's father to test the alert functionality.

Manufacturer narrative:
(B)(4).